Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00975.

Event description:
It was reported that the tips of a screw driver and final driver were found stripped during a routine inspection. There were no reported surgical or patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI: na. Additional information: (methods, results, and conclusions) - the returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during screw installation. However, the cause cannot be determined since the torque handle used with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tips of a screw driver and final driver were found stripped during a routine inspection. There were no reported surgical or patient impacts. This is report two of two for this event.